Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: foot switch 1898430 (s/n: (B)(4); lot: 58651900; manufactured: october 27, 2008). Console 1898001 ipc (s/n: (B)(4); lot: 58702800; manufactured: december 12, 2008). (B)(4). The complaint device (bur 1884068hs) was returned for evaluation. From the condition of the device, customer use was evident. The bur spiral wrap was found hyperextended and broken near the proximal end of the shaft. The broken proximal piece of spiral wrap had the tip intact. Under magnification no visible damages were on the bur tip. There were no obvious markings/discoloration on the shaft. The outer tube did not exhibit any damage in terms of breakage or thinning of tube wall. No damage to the hub was found which indicated no issues during loading of the device. The reported complaint of spiral wrap break was confirmed. The concomitant device (footswitch 1898430) was also returned for evaluation. Dust and lint on the pedal springs caused the pedal to stick. The device was cleaned and it functioned normally. The concomitant device (console 1898001 ipc) was also returned for evaluation. No fault could be found with the console.

Event description:
It was reported that during an orbital decompression procedure, the surgeon was using an endoscopic dcr bur. During the surgery, the bur was placed on the mayo table and in spite of the surgeon removing his foot from the pedal the bur did not cease for several seconds. During this time, the bur caught and punctured the surgical gown of the surgical technician. Catching the gown caused a spiral wrap break of the bur. The surgical technician was not injured. There was no impact to patient or staff.